Event description:
A customer used excel off brand reagent, the only result received was a "lo" (less than 20 mg/dl). Consistent low results to a diabetic when in fact the results may be normal or high could result in a serious medical condition. Phone review of the system was conducted. Electronic checks were satisfactory, it was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was encouraged to call co's 24/7 customer service line if any additional problems or questions were encountered. The complaint is considered closed for purposes of MDR.